Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5 -5.00d implantable collamer lens into the patient's right eye (od) on (B)(6) 2024 as a replacement lens for MDR 2023826-2024-02360. Concomitant products used intraoperatively include the msi injector delivery system. Information on ovd type was not provided. The patient had h/o bilateral implantation of icls. Toxic anterior segment syndrome (tass) was diagnosed (od only) 1 month earlier with the initial lens implanted. Diagnostic tests were not performed. Explant of the initial lens occurred (7 wks after implantation) followed by implanting the replacement icl 1 mo later. Based on the information provided persistent inflammation was present during lens implantation and is unresolved. Last report on day 6 states the lens remains implanted and the patient is under observation. In the reporter's opinion the cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H11- manufacturer narrative: "toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors" should be added. Claim# (B)(4).